Event description:
It was reported that the device was used during a coronary artery bypass graft procedure. It was reported by the rep that the clips were scissoring. Unk how the case was completed. There was no consequence to pt.